Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "service gas system" error message on the electronic patient gas system (epgs). No gas leaks were observed. The device was not changed out, as they used a spar external gas blender. The surgical procedure was completed successfully. Ther were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Per the subsidiary site, the epgs software module was replaced.